Event description:
The customer reported that the ventilator stopped on patient and was sequestered. No other information was provided.

Manufacturer narrative:
(B)(4). The customer stated that they were unable to duplicate the complaint. The carefusion field service engineer evaluated the ventilator and was unable to duplicate customer complaint. Performed testing and the ventilator passed test per manufacturer specifications. Carefusion has requested additional information from the customer regarding patient involvement.